Event description:
While performing a shuntogram, micropuncture set was inserted. Upon removal of the introducer from the patient the tip was noted missing. The physician is assuming that the tip was lost within the patient.